Event description:
Presented to an outside institution with complaints of chest pain. Was found to be in ventricular tachycardia which resolved with IV procainamide. Brought to facility; once stable taken to or on 4/17. Concluded hv wire was fractured. New lead was placed.